Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the flow rate of the arctic sun device has been very low and displays "low air leak"while hypothermia patient cooling for two hours. The patient temperature was 31.9c, the water temperature was 29.4 and there was no flow . Four large arctic gel pads were in place. Stopped the arctic sun device, emptied and disconnected the arctic gel pads. Enabled manual control with water temperature set to 38c for thirty mins. With only the fluid delivery line attached. The flow rate was 1.7l/min, the inlet pressure was -6.9psi and the circulation pump command was 49%. Added arctic gel pads back sequentially. The left thigh pad flow rate was 2.3l/min (after several mins) and inlet pressure was -7 with circulation pump command as 8%. The left chest pad flow rate was 0.8l/min and inlet pressure was -7.1 with circulation pump command as 27%. The right chest pad flow rate was - 0.4l/min and the inlet pressure was -6 with circulation pump command as 5%. Moved to different valve set and flow rate dropped to 0.1, disconnected right chest pad and added right thigh pad then the flow rate was 0.6l/min, the inlet pressure was- 4.9 and circulation pump command was 27. Disabled manual control. The user would try another device to r/o the machine and if that does not fix the issue, would change the arctic gel pads and have educator natalie down keep them for return. Nurse reported that they had the same issue with this arctic sun device the last time it was used. Advised to send to the biomed department for evaluation. The system hours were 1550 and the pump hours were 1296. Per follow up via biomed on 08oct2020, received the arctic sun device in the depot after therapy completed for a functional check. Ran through calibration with technical support and had no issues. The arctic sun device sent back to service and did not receive any arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flow rate of the arctic sun device has been very low and displays "low air leak"while hypothermia patient cooling for two hours. The patient temperature was 31.9c, the water temperature was 29.4 and there was no flow . Four large arctic gel pads were in place. Stopped the arctic sun device, emptied and disconnected the arctic gel pads. Enabled manual control with water temperature set to 38c for thirty mins. With only the fluid delivery line attached. The flow rate was 1.7l/min, the inlet pressure was -6.9psi and the circulation pump command was 49%. Added arctic gel pads back sequentially. The left thigh pad flow rate was 2.3l/min (after several mins) and inlet pressure was -7 with circulation pump command as 8%. The left chest pad flow rate was 0.8l/min and inlet pressure was -7.1 with circulation pump command as 27%. The right chest pad flow rate was - 0.4l/min and the inlet pressure was -6 with circulation pump command as 5%. Moved to different valve set and flow rate dropped to 0.1, disconnected right chest pad and added right thigh pad then the flow rate was 0.6l/min, the inlet pressure was- 4.9 and circulation pump command was 27. Disabled manual control. The user would try another device to r/o the machine and if that does not fix the issue, would change the arctic gel pads and have educator (B)(4), down keep them for return. Nurse reported that they had the same issue with this arctic sun device the last time it was used. Advised to send to the biomed department for evaluation. The system hours were 1550 and the pump hours were 1296. Per follow up via biomed on 08oct2020, received the arctic sun device in the depot after therapy completed for a functional check. Ran through calibration with technical support and had no issues. The arctic sun device sent back to service and did not receive any arctic gel pads.